Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas guided by a libre 3+ sensor, with the device alerting to a low glucose value of 40 mg/dl; the user does not regularly meal announce due to prior lows, and the episode resolved within 90 minutes without medical assistance. Symptoms included weakness and dizziness. Outcomes included correction with oral carbohydrates, specifically a peanut butter cup and a cola, with glucose stabilization. Investigation included troubleshooting and education on best practices and scheduling of additional training. Investigation of this case revealed no device malfunction was identified, the cause of hypoglycemia remained unclear, and user technique or meal announcement practices could not be verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.